Event description:
A patient was referred for surgery. A company representative interrogated the patient's device prior to surgery and observed high impedance. The patient's lead and generator were explanted and replaced due to the high impedance. The explanted devices have not been received by the manufacturer for analysis to date. No additional relevant information has been received to date.

Event description:
The explanted lead and generator were returned for product analysis. Analysis has not been completed to date.

Event description:
Generator and lead analysis were completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The lead was returned in one portion which did not include the electrodes. There were set screw marks on the connector pin which showed that at one time there was proper contact between the set screw and connector pin. There were dried remnants of what appeared to be body fluid inside the outer tubing and seemed to have entered through the abraded opening in the outer tubing. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Note that since a portion of the lead was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.